Event description:
It was reported post procedure, the pt has images with spots of swelling and enhancement in the brain. No other complications were reported with the pt. Same event as MDR# 2029214-2010-00262.

Manufacturer narrative:
The devices will not be returned for eval as they were implanted in the pt. (B)(4).